Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) worked with customer to double-check the ports. The network cable was confirmed to be connected to the correct port. The network adapter internet protocol settings were reconfigured, as the gateway address was incorrect. The station was tested under windows, came online successfully, and patients were crossing over. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ld station is not communicating and displays a "disconnected mode" message on the screen. The station is also offline in rss. The customer confirmed that their hit team checked the network and found no issues, and a station reboot did not resolve the problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.